Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with the left plunger case having broken screw boss. Multiple "motor not running" messages were found recorded in the event log. The reported was not duplicated. No "motor not running" error message alarmed when performing a motor drive and occlusion tests multiple times. The motor will be re-greased as a preventive measure to correct the reported problem.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump's motor is not running. There was no reported injury to the patient.